Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance alert was noted and rising and undefined high impedance were reported on the right ventricular (rv) lead. A polarity switch was also noted. An in clinic interrogation has been scheduled where reprogramming will occur. The rv lead remains in use. No patient complications have been reported as a result of this event.